Event description:
Customer reported via phone, she had different issues occurring. High blood glucose of 400 mg/dl, low blood glucose of 40- 41 mg/dl has gone to 31 mg/dl, and no delivery alarms. Troubleshooting was performed for high and low blood glucose level. Customer reported she had multiple ¼ inch air bubbles in the tubing and fixed prime was performed to purge them out. Customer didn't have the clamp to perform high pressure so one was sent. Currently blood glucose was 170 mg/dl. Customer stated the reservoir and reservoir icon on the display showed the same amount of insulin. The device was not exposed to an MRI and the drive support cap was normal on the device. Customer was advised to monitor the device, call back to perform high pressure test, and speck to doctor in regards to low. Customer is not returning the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.